Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery prematurely depleted. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.